Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged, ar-12990, serial/batch number (B)(6), was received for investigation. Functional testing was performed using a known good ar-12990n and found that the device works as intended, the needle was able to fire through the shaft and window of the device and was able to catch the suture. Visual inspection noted no problems with the exterior of the device. No problem found.

Event description:
On 12/27/2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion would not actuate when pressing on the lever and squeezing the instrument tight. The case was completed with a different handpiece. No adverse event was reported. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 01/02/2025: the case was completed by switching out the instrument with no case delay reported. This was discovered during a meniscus repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.